Event description:
It was reported that the patient had their implantable neurostimulator (ins) system explanted due to them having more problems with their back that may require an MRI and more surgery. It was also noted that the patient stated that the ins site was "sore". Additional information was requested but was not available at the time of this report.

Event description:
It was reported stimulation irritated the patient more than it helped. It was noted the therapy was not helpful. It was also noted the patient needed another back surgery and that the health care provider requested and MRI so the patient wanted the device removed. Removal was not due to normal battery depletion. There was no patient death or injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 3550-39, lot# unknown, product type accessory. Analysis of the implantable neurostimulator found no anomaly. Analysis of the titan anchor (lot #: n269448) found no anomaly. Analysis of the lead found no significant anomaly. It was stated the lead body was cut through and the product was segmented. Analysis of the titan anchor (lot #: unknown) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3550-39 lot# n269448, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).